Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a shoulder arthroscopy with labral repair procedure the ar-1938dsr shaverdrill 3.0 mm suturetak shed metal shavings all over while being used for insertion of ar-1938bc. The rep stated the shaverdrill was being used for bone preparation for insertion of a quantity two ar-1938bc, and the device shed both times. The surgeon was able to clean out the metal shavings with the shaver, and the case was completed as planned. However, it cannot be confirmed if all metal shavings were fully removed. The rep stated the case was completed without adding significant time to the procedure, and without compromising patient safety. The shaverdrill was used with the ar-1946 durable drill guide. The bone quality was medium, and the flow of irrigation was not interrupted during use. The device was discarded and will not be returning for evaluation. There are no available pictures. Dualwave inflow being used was ar-6410 (lot: 33699482), and outflow ar-6430 (lot: 33955737).